Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including on/off current testing, patient and circuit impedance testing, shock testing, and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The pads used during the event were returned for evaluation; the pads were put through extensive testing including full functional testing and visual inspection without duplicating the report. Analysis of reports of this type has not identified an increase in trend.